Event description:
It was reported that this lead was attempted to be implanted, however, the lead was difficult to retract and extend. It was noted that the lead exhibited low amplitudes and dislodged. Another lead was implanted in its place. The attempted lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found body fluids in the helix. The helix mechanism test failed as a result of the body fluids in the helix. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the events of difficult/unable to extend/retract helix, dislodged or dislocated and low amplitude or poor morphology were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this lead was attempted to be implanted, however, the lead was difficult to retract and extend. It was noted that the lead exhibited low amplitudes and dislodged. Another lead was implanted in its place. The attempted lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Event description:
It was reported that during the implant of this lead, low amplitude measurements were observed. Additionally, the extendable/retractable helix did not operate as expected; it took more than the expected turns of the rotation tool to extend and retract the helix. This lead was replaced and was returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h11: additional MFR narrative . Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted dried bloody within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. No lead manufacturing issues were noted that would have caused the observed low amplitude measurements. Additionally, no lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use for this lead as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the events of difficult/unable to extend/retract helix, dislodged or dislocated and low amplitude or poor morphology were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.